Event description:
The customer reported that twice in a row the rotator broke on injection. No harm or injury was reported. This is one of two reports for this complaint. # 1721504-2011-00287.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. A f/u report will be submitted when the investigation has been completed.